Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the device was returned stationary between the balloon markers. It should be noted that material deformation was noted during return evaluation that may have been identified as a dislodgement. Factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before attempting to load the 2.25x23mm xience prime on an unspecified wire the stent was observed not to be firmly mounted. Another same size xience prime was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.